Manufacturer narrative:
(B)(4). The insulin pump passed displacement test and self test. Pump error alarm confirmed in pump history with variable (003) due to broken trace at keypad assembly. Audio/vibrate anomaly/absence of alarm not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported phone call that insulin pump had recurring pump error. Customer¿s blood glucose was 125 mg/dl at the time of incident. Troubleshooting was performed and stated that the pump error was cleared and fill cannula amount was recorded in the history. Insulin pump was returned for analysis.